Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll s/c contained foreign matter. "Our tech was compounding in the IV room and opened a syringe to draw up drug when she noticed something odd with the syringe. The packaging had some black stuff on the inside and she also noticed the hub of the syringe had it in it as well. The presumption is that it is mold. Per descriptions we have received, doesn't appear to have been ink blotting as it is fuzzy like mold. When we asked the pharmacists about it, they stated it was very clearly fuzzy. "